Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v738951, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a shocking or jolting sensation. It was noted the patient felt it for the first time in 2012 and they were just sitting outside and were shocked in their labia with every pulse of stimulation. It was stated that turning off the stimulation made the pain go away. Reportedly, the second time was (B)(6) 2014 during their pacemaker implant surgery. It was noted the patient¿s stimulation ¿went crazy¿ and ¿electrocuted¿ the patient and they were awakened during their drug induced sleep. It was stated the surgeon was aware of the stimulation and that it was not turned off prior to the surgery. It was reported the patient had a loss of therapeutic effect and ever since they first felt the shocking their stimulation hadn¿t worked right. It was noted the patient was flowing and had to take medicine like before the implant.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that when they put the patient's pacemaker in it interacted with the stimulator. The patient woke up from anesthesia on the table. The health care provider (hcp) had the patient's heart in their hands, their legs were flopping all over the table, and their vaginal lips were clapping together. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.